Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle's sheath came off remaining attached to the needle, as soon as the needle was pulled out. The issue occurred during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) procedure. There was a procedural delay of ten minutes. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pebax shrink worn and deformation of the needle tube near the boot. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions found during investigation: failure to follow instructions and cause traced to component failure. To mitigate deformation of the needle tube, the instructions for use states: ¿ turn the endoscope¿s up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ¿ do not insert the instrument abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. ¿ do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the aspiration needle's sheath came off remaining attached to the needle, as soon as the needle was pulled out. The issue occurred during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) procedure. There was a procedural delay of ten minutes. The procedure was completed using a similar device. There were no reports of patient harm.